Event description:
The pt was reportedly experiencing intermittencies and sound quality issues. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the pt's device was functioning, but intermittent lock issue resumed after the test was completed. Surgery to explant the pt's device will be scheduled.